Event description:
Event description guidant received information that during a routine follow up visit, this device was unable to provide appropriate pacing therapy. It was not known whether this was due to loss of capture or because the device was unable to provide pacing output. Upon explant, telemetry was also unable to be established with the device. The device was successfully replaced with another model.